Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken connection lock of the black power cable was unable to be confirmed. The heartmate ii system controller (serial number (B)(6) was not returned for analysis. No photos or additional documents were submitted for review. Provided information stated that exchanging the controller resolved the issue. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) IFU section 8 "equipment storage and care" describes how to care for and clean all equipment. The heartmate ii IFU, section f, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The IFU cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided that the two driveline disconnects were caused by proper engagement of the driveline in the system controller. Proper guidance was given to the patient. The issue was resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient exchanged their system controller due to the connection lock of the black cable being broken. The log files contained mostly data that was captured prior to the exchange. The data recorded from the date of the exchange included 2 additional driveline disconnect events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.